Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the geometry pc was blowing a fuse which led to lost one of the phases on the pdu and eventually to system down. The fse tries to restart but did not fix the issue. The fse replaced the geo q35 ipc coa, 21'' color lcd monitor cr (cml212-phc), hard disk spare part, host pc monoplane revised no hdd, power supply x00002b, smart drive, data monitor and installed the board software. After the replacing the parts and installation of board software, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that there was an issue within the geometry pc which was blowing a fuse. The device was returned to expected functionality.